Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828800pl) was implanted in (B)(6) 2023, complicated by a hygroma and then a subdural hematoma. The valve changed settings without intervention. The shunt was turned to 8, and when ventricles blew up, the hematoma was evacuated. Before discharge, the patient had CT scan that showed very small ventricles. X-ray of the valve looked like 8 but a little off. It was adjusted again to 8, however, they think they didn't do anything. The patient was discharged and was back the next day with large ventricles again. On (B)(6) 2023, medical staff change the valve to 7/8 and confirmed on xray. The patient has had a difficult course; therefore, it was taking it down to 6/8, however, on (B)(6) 2023 x-ray showed the valve was at 8/8. It was adjusted down to 6/8, however, x-ray later that day showed it is at 5/8. The valve was removed and replaced with certas plus siphonguard on (B)(6) 2023. According to information provided: medical staff believe the valve was acceptable when initially implanted, but failed after 6 weeks of being implanted. It is potentially hard to determine if the valve malfunctioned as there are many factors such as human error with programming. The patient went into comatose state, but not sure if is because of the valve or user error.

Event description:
N/a

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h10 certas valve (ID 828800pl) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.